Event description:
The trelex was implanted on 10/22/97. On 5/13/98, the pt presented with a fistula, infection and abcess collection. It was found that only 50% of the trelex mesh was well incorporated by the tissue. The doctor elected to explant the mesh. The pt's post-operative condition is ok. Note: the hosp has reported that the product batch number is not attainable.

Manufacturer narrative:
A returned segment of the explanted mesh was evaluated by our consulting pathologist. A copy of that report is attached. The batch (lot) number of the product is unknown and not attainable. Since the batch number is unknown, a device history review is not possible.